Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Investigation result(s): defect confirmed [x] defect not confirmed results description: no sample. Not enough information for further evaluation provided and no physical sample returned.

Event description:
As reported by the user facility: tubing changed night before and the pump kept alarming that there was a downstream occlusion. There were no problems visibly with the line nor the patient PICC line. The educator was consulted and advised that there had been problems with the tubing and suggested changing the pump. This was done, but the pump still alarmed downstream occlusion. Switched back to the previous pump with pressure settings all the way up and then advised to change the tpn tubing. No problem with pump after that.